Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick female external catheter would suction for a bit and then would make a gurgling sound and would leak. Customer stated that they did not move around very much, stated that they had issues with the purewicks in the hospital too. Representative informed that the end section of wick needs to be able to empty and have room to allow pooling and gave placement tips, suggested mesh panty, or rolled up towel. Customer knew about the pinhole and stated that the lid would make a loud popping sound when they connect the purewick. Representative told them that there might be an issue with the lid or kit. Representative did troubleshoot of accessory kit, electrical cords, hoses, and connections, gave lid shake test instructions, customer could not do that at that time but would do later as the lid was not clean. Representative gave water cup test basic instructions customer would call back. Per customer follow up information received via phone on 27jun2024, it was reported that no troubleshooting was done yet. Per customer via phone on 21aug2024, it was reported that patient had latex allergies, and the wicks caused irritation, patient's doctor prescribed a topical cream to apply to the affected area. They also stated that they had thick thighs, and they slept on patient side and the wick did not stay in place.

Event description:
It was reported that the purewick female external catheter would suction for a bit and then would make a gurgling sound and would leak. Customer stated that they did not move around very much, stated that they had issues with the purewicks in the hospital too. Representative informed that the end section of wick needs to be able to empty and have room to allow pooling and gave placement tips, suggested mesh panty, or rolled up towel. Customer knew about the pinhole and stated that the lid would make a loud popping sound when they connect the purewick. Representative told them that there might be an issue with the lid or kit. Representative did troubleshoot of accessory kit, electrical cords, hoses, and connections, gave lid shake test instructions; customer could not do that at that time but would do later as the lid was not clean. Representative gave water cup test basic instructions customer would call back. Per customer follow up information received via phone on (B)(6) 2024, it was reported that no troubleshooting was done yet. Per customer via phone on (B)(6) 2024, it was reported that patient had latex allergies, and the wicks caused irritation, patient's doctor prescribed a topical cream to apply to the affected area. They also stated that they had thick thighs, and they slept on patient side and the wick did not stay in place.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inadequate material selection - materials of construction are not biocompatible ". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "instructions for use setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick¿ urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick¿ urine collection system user guide for further information. 2. Using standard suction tubing, connect the purewick¿ female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewick¿ female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick¿ female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Removal: 5. To remove the purewick¿ female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick¿ female external catheter directly outward. Ensure suction is maintained while removing the purewick¿ female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.